Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient did not know the cause of the infection. Patient called health care professional (hcp) on (B)(6) 2017 to report drainage. Called in oral antibiotics. On (B)(6) 2017 called hcp to report wound opening. Cover and come in (B)(6) 2017. Admitted to hospital (B)(6) 2017. Surgery to clean on (B)(6) 2018. The infection has resolved- IV antibiotic through PICC line for 4-5 weeks, 1 weak oral antibiotic. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient had an infection in the incision. No further complications were reported. No additional patient symptoms were reported. [Please refer to pe (B)(4) - poor coupling while recharging ].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the infection caused the wound opening and draining but the patient has no idea what caused infection. It was not something that the patient did. No further patient symptoms or complications were reported in this event.